Event description:
The customer reported being hospitalized twice, once in (B)(6) 2011, and in (B)(6) 2012. The customer's blood glucose reading at time of her second admission was 886mg/d, and she was treated with manual injections for two weeks. The mother stated that the customer was vomiting through the night. The caller stated that the outcome of her hospitalization was diabetes ketoacidosis. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found error alarms. Checked the bolus history, and they were erased. The mother requested having the insulin pump replaced as customer believes that the device may have not functioning properly. The caller did not have a tubing clamp available at the time to complete testing. The mother also stated that the insulin pump has been stored without a battery for two weeks. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, excessive no delivery and self-test. Unit was programmed with multiple boluses and monitored. All boluses delivered completely and were properly recorded in the bolus history screen. Unit has alarms on the history screen due to corrupted history file. Unit had cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.